Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the gauge on the inflation unit broke. The 90% stenotic lesion was located in the moderately tortuous and non-calcified left brachial artery. Using an encore 26 inflation unit the physician inflated a 6.0x40mm non-bsc balloon to 22atms on the first inflation, 20atms on the second and 24atms on the third. During the third inflation an abnormal sound was heard and the pressure gauge needle "went into a 360-degree roll". The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)